Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During onsite inspection of tracheal intubation fiberscope adhesive around objective lens is peeled, adhesive around lg lens is peeled and connecting tube had coating peeling (1mm2 or more) was found. There was no patient involvement.